Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery while trying to bolus the customer's blood glucose reading was 405 mg/dl. The customer stated that the site is changed every 2 to 3 days and the pump settings and basal rates are correct. The customer was advised to change out entire set, reservoir and insulin and treat per doctor's instruction. Customer indicated that the cannula was bent. The customer was advised to follow up with their doctor regarding the high blood glucose.